Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would take about 4 hours to recharge and the ipg would hold charge for approximately 4-5 days. The patient wanted to replace the rechargeable ipg with a non-rechargeable ipg. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein physician elected to reposition the patient¿s ipg shallower to enable it to be charged easier because patient¿s ipg was found to be implanted too deep. Reportedly, therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.